Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was able to turn on/off, complete all testing with and without a loaded set with no discrepancies. The reported problem of ' pump shut off during use' was not confirmed in the event history log . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.